Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of hypocupremia in a male patient who used super poligrip original as a denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1999, the patient used super poligrip original at unknown dosing. At an unknown time after using super poligrip original, the patient experienced hypocupremia, tingling of extremity, numbness of extremities, and nerve injury. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "hypocupremia and extensive nerve damage resulting in tingling and numbness in feet, hands and arms." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on (B)(4) 2011, via fact sheets completed by the patient and/or the patient's attorney. The patient applied for disability in (B)(6) 2009, due to neuropathy, depression, and blurred vision. The claim was denied and was currently pending appeal. The patient used upper and lower dentures on (B)(6) 2001. In 2007, the patient experienced copper deficiency and small fiber neuropathy. Super poligrip (super poligrip original, super poligrip free, super poligrip ultra fresh, and super poligrip extra care with poliseal) and fixodent ultra hold were used from 2001 until 2006. Super poligrip was used at least twice daily and as needed, less than one 2.4 ounce tube a week. The patient discontinued denture cream use because he got new dentures that fit properly and no longer needed to use denture cream. This case has been upgraded to medically serious by gsk.